Event description:
For 5 years the reporter had experienced problems of inflammation and infections flaring up in the area of her breast implants. She was seen by numerous specialists who could not successfully treat the infections. She had courses of antibiotics at least six times and finally had to have both implants removed (on two separate occasions in the last two years). She was not aware of any problem with the sutures until reading a news article recently which said the sutures were contaminated.

Event description:
Experienced inflammation, infection, recurrent swelling, discomfort, fever, redness flaring up in right breast area around breast implant for four years. Beginning months after the surgery until june of 1997, rptr had recurring inflammation symptoms described above about every four to six months. Rptr was seen by her dr on three separate occasions between 1994 and 1996 sometimes treated with antibiotics. Advil and cold packs. The rest of the times of inflammation, rptr self treated with advil and cold packs and rest, until symptoms subsided, which took several weeks to over a month. On may 31, 1997, began the worst of the symptoms, until june 11 when she saw her surgeon. An ultrasound and aspiration were performed and antibiotics were given. July 15 a blister appeared, again an ultrasound and aspiration performed. Finally, the infection/inflammation eroded through to the surface and drained. Again ultrasound and aspiration were done. Improvement was seen, antibiotics were stopped, but above symptoms again began, blister reappeared, aspirated 44 cc, which was again sent to the lab, and in addition a 50 cent piece size indentation at 6'oclock where the "old drainage" site was on the right breast. At this point surgery was performed and the right implant was removed 10/16/97. Two thirds of the implant fluid had leaked into the cavity and was cloudy with pus, and the one third fluid still inside the implant was cloudy with pus. Six months later it was decided to remove the other implant which also had an unusual appearance; orange spots floating in the remaining implant which had also markedly leaked. A positive culture was never reported.